Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during unpacking, the stent was smashed and un-cleanly attached to the balloon. A new stent was then pulled without incident, and the procedure was completed with a non-boston scientific device. No patient complications were reported.